Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/27/2015 with the following findings: during investigation, the pump powered on with the display remaining blank. The original dim display was unable to be verified due to the blank screen. The pump was opened and there was no damage found to the display screen. When a test display screen was used the display functioned properly, indicating a failed display flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.